Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There was warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility information is available.

Event description:
It was reported that patient underwent rotator cuff repair in 2006. During procedure, on inserter prong bent and the other prong broke off during insertion of the suture anchor. Fragment was removed from the patient.